Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the pump reads an amount that is lower than the amount that is programmed in his bolus wizard. Customer was advised that the pump was working as it should. Customer stated that the act button and the esc button were not working either. Customer's blood glucose level was 126 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: no button response due to button/keypad connector unlock. Unable to verify bolus wizard and performed the displacement test due to keypad anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.